Event description:
It was reported when removing the cap from a syringe 0.3ml 29ga 1/2in the need separated with the cap. The following information was provided by the initial reporter: "when removing the shield, the needle with the shied was separated from the hub."

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that when removing the shield, the needle with the shied was separated from the hub. Both returned syringes were tested and no hub assembly separated from the barrel when the shield was removed. A review of the device history record was completed for batch# 9337437. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200863709} noted for out of spec shield pull. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
(B)(4). PMA / 510(k) #: there is no 510(k) for this device as it is not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when removing the cap from a syringe 0.3ml 29ga 1/2in the need separated with the cap. The following information was provided by the initial reporter: "when removing the shield, the needle with the shied was separated from the hub."